Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w: 2.10h pump passed displacement test. Unit was received with cracked reservoir tube retainer, cracked case along the side of the battery tube and scratched case. No missing piece noted.